Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." "Inspect the instrument case and instruments for damage upon receipt and after each use and cleaning."

Event description:
It was reported the trial bearing cracked after multiple sterilization processes. The device continues to be used in procedures.

Manufacturer narrative:
(B)(4). Examination of similar product found no evidence of product non-conformance and confirmed reported condition. Root cause of similar events was most likely attributed to being cleaned with a high ph detergent; however, a conclusive root cause of the events could not be determined.